Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the (B)(6), ubd: 02-jul-2022, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the communicator would not hold a charge and there was a "rattling" inside. Email sent to repair requesting replacement. Additional information was received from a healthcare provider (hcp) via company representative (rep) who reported that the patient received a new communicator and it worked. The communicator was not returned to the reps knowledge. Additional information was received from a company representative (rep) reporting that the cause of the rattling was due to the communicator breaking at the charging port. The rep believed the patient discarded the communicator.